Event description:
It was further reported that the ipg had experienced another power on reset (por) on 2013-(B)(6). The por had been cleared but the device remained at vvi 65. The device has since been reprogrammed to the previous mode. The patient also reported that he believes new carpet might have caused a shock. The patient has an ipg, not an implantable cardioverter defibrillator (ICD). The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The analyst noted that the device should be able to fully recover after this type of reset.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por) during a surgical procedure. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2011; 5086mri implantable pacing lead (B)(6) 2011. (B)(4).